Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection found the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.r 2022-09-05. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with an acoustical sound and the red attention led; the failure could not be reset. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a procedure the quantum 2 had an f4 error at the start of use. The procedure was completed with 1 hour delay using an unknown device. No further complications were reported.